Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be determined to be insufficient drain / use error as the tidal ultrafiltration removal was set too low. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Labeling review found that the labeling was adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 9. The patient's drain volume was 2310ml. The fill volume was 1200ml, which meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse she was aware of this iipv as the patient came into the clinic on that day to do the exchange. The nurse stated that was just some fluid left in the patient. The patient reported no symptoms. There was no patient injury or medical intervention associated with this event.